Event description:
It was reported that the electrocardiogram (egm) showed non-sustained tachycardia episodes with oversensing consistent nonphysiological events. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, implanted: (B)(6) 2002; 419378 implantable pacing lead, implanted: (B)(6) 2002; d224trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010. (B)(4).